Manufacturer narrative:
Device not returned.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Customer declined troubleshooting with tandem technical support. The customer was instructed to reset the pump to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.